Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device evaluation code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient recovered without sequela after the device was removed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was brought in for a lead revision. The surgeon decided to replace both the leads and the ins due to the impedances. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell about a month ago and has slowly been losing symptom relief in her right low back and leg. The patient complained of a loss of symptom relief on the right side (low back/leg). An impedance check showed all of the electrodes on the right lead were above 10k. The device was reprogrammed with a focus on the left lead. The rep was going to follow-up with the patient in a week to assess the response. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the fall was not determined. The patient was getting solid relief at the time of the report, but surgical intervention had not been ruled out as a possibili ty and was still being considered. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the replacement surgery occurred on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
Analysis of the ins (nmd750308h) found insignificant anomalies. Product analysis #234269969:analysis information -- 2018-07-20 07:20:28 cst pli# 20 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Concomitant medical products: product ID 977a260 , serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6)2018,6 product type lead. If information is provided in the future, a supplemental report will be issued.